Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up and the electrode pads would not connect to the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of "no power up" was attributed to damaged batteries. The reported malfunction of "electrode pads would not connect" was attributed to a damaged connector on the electrode pads. It's important to note that the components are believed to have been damaged during shipment and should not have been used in the device. Analysis of reports of this type has not identified an increase in trend.